Event description:
The advocate stated that the customer's blood glucose was tested using her contour meter and the reading was 107 mg/dl. The customer was then rushed to the hospital and her glucose was retested 5 minutes later. The hospital meter gave a reading of 27 mg/dl. The advocate did not mention treatment, but most likely, the customer was treated with glucose. Attempts were made to contact the advocate for more info regarding the event, but she would only say that the customer had been in a diabetic coma. The difference between the glucose readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No troubleshooting was performed over the phone. The advocate insisted the meter and testing supplies be replaced. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.